Event description:
[Redacted] through [redacted]-approximately 3 months there were 33 reported tubing failures with the following issues: lvp0004- air in line. Set001420- cassette misload, tubing cracked, missing gold plates from cassettes set003225- cracked hub, leaking cassette, leaking from collar, tubing fell out of cassette, missing slide clamp, cassette misload, flow dial not closed message.